Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that her daughter experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. Customer¿s mother also stated that the her daughter was on the way to the hospital with diabetic ketoacidosis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.